Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/03/2015 with the following findings: a review of the black box indicated that the last basal and bolus deliveries were on (B)(6) 2014. A review of the pump histories did not find any errors, alarms, or warnings associated with the complaint. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No delivery defects were found during investigation. Unrelated to the complaint, investigation revealed that the display screen was discolored and the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that on an unspecified date the patient experienced erratic blood glucose (bg) ranging from 300mg/dl to 30mg/dl. There were no reported signs or symptoms. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and did not require assistance of a third party to treat bgs. The reporter alleged an inaccurate delivery issue with the pump but did not provide details. The alleged elevated bg does not meet criteria for a serious injury. This complaint is being reported based on the allegation that the patient experienced hypoglycemia associated with a non-specific delivery issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.